Event description:
The manufacturer received information alleging a ventilator's tidal volume setting was not holding. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed test steps during testing for pressure. The device's machine flow sensor was found to be contaminated and needs to be replaced to address the issue.